Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have gotten an abscess on her arm the size of a nickel due to sensor. Customer reported that the site was cleaned properly prior to insertion. Customer visited healthcare professional who had to cut abscess and drain it. Customer's blood glucose was unknown. Customer also reported that tape was not sticking correctly. Customer stated that healthcare professional advise to wear sensor in the arm. Customer was advised to speak with healthcare professional regarding alternate sites and irritation.